Event description:
The recipient is reportedly experiencing pain and non-auditory sensations with device use. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed antenna coil and shield wire damage as well as delaminated overmold on the top cover. The photographic imaging inspection confirmed damaged antenna coil wires as well as a broken antenna shield wire. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed antenna coil and shield wire damage as well as delaminated overmold on the top cover. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged antenna coil wires as well as a broken antenna shield wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.